Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to no button response. The device also had a scratched display window, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker. It was received without belt clip; unable to verify damage to belt clip. No damage noted on belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and the alarm could not be cleared. The blood glucose at the time of the incident was 282 mg/dl; treated with manual injection. The customer stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The device was returned for analysis.